Event description:
The patient's hip was revised to a tha due to deterioration of bone.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown 6.5 cannulated screws. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.